Event description:
Customer reportedly obtained a result of 485mg/dl and took an unk amount of novolin n. Customer reportedly tested 179mg/dl 10 minutes later. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.